Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5-4 functional tricuspid regurgitation (tr) and short and restricted septal leaflet for a triclip procedure. During the procedure, imaging was challenging. One triclip had single leaflet device attachment (slda) from septal leaflet post deployment. A second triclip was implanted to stabilize the slda and reduce the tr to grade 1. As per the physician, the slda was due to patient's pre-existing anatomy. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation was related to a combination of challenging patient anatomy and procedural conditions (length of septal leaflet, difficult imaging to confirm leaflet insertion). The reported poor imaging is related to procedural conditions (image quality sub-optimal). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5-4 functional tricuspid regurgitation (tr) and short and restricted septal leaflet for a triclip procedure. During the procedure, imaging was challenging. One triclip had single leaflet device attachment (slda) from septal leaflet post deployment. A second triclip was implanted to stabilize the slda and reduce the tr to grade 1. As per the physician, the slda was due to patient's pre-existing anatomy. There was no clinically significant delay or adverse patient effects. No additional information was provided.